Manufacturer narrative:
Pt not present. Medtronic rep swapped computer, for a computer with a larger hard drive, this fixed issue. No pt present.

Event description:
Site called in to report the pole star's integration system keeps crashing due to lack of space availability on the hard drive. No pt present.